Event description:
Initial (on (B)(6) 2024): this serious case reported via email refers to a 7-year-old female consumer no medical history, concomitant medications or allergies. The consumer reported using the compound w nitrofreeze on her daughter for a wart located on the wrist. The product was used for 20 seconds one time and her daughter experienced a blister, crying, a hole in the skin, an infection, and third degree burn. She was seen by a doctor at an urgent care and was given cephalexin 250 mg and mupirocin ointment usp 2%. This case outcome is recovering/resolving. Meddra version 27.0 application site vesicles: expected. Crying: unexpected. Skin wound: unexpected. Blister infected: unexpected. Third degree burn: unexpected. According to the company reference safety information.